Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, bleeding was noted from the valve of the esheath. The bleeding was noted to be ¿more significant than usual¿. The physician suspected a malfunction of the esheath valve. The event did not affect the tavr procedure.

Manufacturer narrative:
(B)(4). The esheath was returned to edwards lifesciences for evaluation. The sheath and introducer were returned separately. Visual inspection of the esheath revealed the sheath shaft liner was unexpanded. All sheath seals were present and no visible damage was observed on the sheath housing. Post decontamination, the sheath housing was disassembled and the valve seals were removed for inspection. No visual abnormalities were observed on any of the sheath housing seals. During pre-decontamination functional testing, the sheath was flushed at the stopcock housing. No leakage was observed with no device inserted. A sample guidewire, the same size as used in the procedure, was inserted into the sheath and the stopcock housing was flushed. No leakage was observed. The guidewire was then ¿manipulated¿ and ¿slight¿ leakage was observed from the sheath housing. The returned introducer was then inserted with the sample guidewire into the sheath and the stopcock housing was flushed. No leakage was observed. Post decontamination, functional testing was repeated. No leakage was observed when the sheath stopcock housing was flushed without any inserted device. No leakage was observed from the sheath housing when the guidewire inserted into the sheath or when the guidewire was ¿manipulated¿. Hemostasis testing was also performed on the returned sheath. No leakage was observed. The leak rate met specification. Dimensional analysis was not performed. Review of the relevant work orders did not reveal any issues that could have contributed to the reported event. During the manufacturing process, each valve undergoes 100% inspection for mechanical damage (holes, tears, breaks, etc). The esheath final assembly also undergoes 100% manufacturing and quality inspection for cleanliness and the sheath housing and hemostasis valves are inspected to ensure they are free of damage. The completed sheaths are inspected on a sampling plan during product verification testing. All samples passed the testing with no leakage observed. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the sheath housing hemostasis valve leakage was able to be confirmed based on the visual inspection and function testing of the returned device. However, review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. In this case, a definite root cause of the reported sheath hemostasis valve leakage could not be confirmed. Based on the available information, procedural factors (manipulation of the device) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for did not reveal that occurrence rate exceeds the december 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.